Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that they needed assistance turning off ins. Patient was overheard while assisting caller with turning off ins. Patient reported they believes the ins was implanted too deep (since implant). Patient also reported the ins moves around. We were able to successfully communicate after approximately 3 attempts. No further patient complications are anticipated or expected as a result of this event.